Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 33 months and 67 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which led to shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. Further inspection of the data showed a right ventricular pacing impedance greater than 3000 ohms since (B)(6) 2019. The impedance measurement functions of the ICD were tested and showed no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The communication with the ICD using the programmer head as well as rf telemetry worked as expected. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. The clinical observation was not reproducible.

Event description:
Device interrogates but cannot be interacted with using programmer. Wand flashes green and red. Therapies were disabled and outputs set at subthreshold at some prior time. Patient is pacer dependent and stated device is delivering therapy. Device was explanted and replaced (B)(6) 2020.